Event description:
It was reported that five months post placement this dialysis catheter dislodged from the pt. The cuff detached from the catheter and remained in the pt. The detached cuff was successfully retrieved with a scalpel and forceps. Another catheter was not placed as a fistula was available for access. No pt complications were reported in this event. This device has not been received for eval. Therefore, a failure analysis is not available and without evaluating the device manufacturer is unable to determine if the device met specifications. The follow-up indicated the pt might have pulled on the catheter while sleeping which manufacturer believes may have contributed to this event. However, manufacturer is unable to determine the relationship between the device and the cause for this event.